Manufacturer narrative:
(B)(6) since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. The failure mode will be entered into the complaint management system to be tracked / trended. No sample/or lot provided.

Event description:
Via medwatch: a male admitted for inter-vertebral disc disorder. He went to the operating room for a left l5-s1 hemi-laminectomy and a medial facetectomy with removal of the facet joint cyst and decompression of the l5-s1 nerve root. He has a lumbar inter-body fusion. During the procedure, it was noted that the patient's bone was extremely hard. A jamshidi access needle with sheath and k-wires were being placed screws were placed bilaterally at l5 at s1. The left sided jamshidi needle was deployed and the guide wire was placed. The bone was so hard that the tip of the jamshidi entrance device broke off within the vertebral body. Multiple attempts were made to retrieve this but ultimately the physician was unable to remove the external portion using a tap. The physician was able to sink the distal portion which could not be removed into the sacral vertebral body and into a safe position. No additional information was received despite multiple attempts.

Manufacturer narrative:
(B)(4) our quality engineer received a sample in a biohazard bag which was examined and determined to not be a component of the jamshidi product family and not manufactured in a bd plant. Additionally, lot number 1320 was also provided and determined to not be a valid lot associated with the jamshidi bone biopsy family. This will close and conclude this investigation.

Event description:
Via medwatch: a male admitted for inter-vertebral disc disorder. He went to the operating room for a left l5-s1 hemi-laminectomy and a medial facetectomy with removal of the facet joint cyst and decompression of the l5-s1 nerve root. He has a lumbar inter-body fusion. During the procedure, it was noted that the patient's bone was extremely hard. A jamshidi access needle with sheath and k-wires were being placed screws were placed bilaterally at l5 at s1. The left sided jamshidi needle was deployed and the guide wire was placed. The bone was so hard that the tip of the jamshidi entrance device broke off within the vertebral body. Multiple attempts were made to retrieve this but ultimately the physician was unable to remove the external portion using a tap. The physician was able to sink the distal portion which could not be removed into the sacral vertebral body and into a safe position. No additional information was received despite multiple attempts.